Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the customer experienced a high blood glucose (bg) due to an unknown cause. Specific bg value was not provided. Customer does not recall treating bg. Reportedly, the alarm was cleared and insulin delivery was resumed to address the issue.